Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had leak. Customer's blood glucose level was unknown. Customer states there was moisture inside the reservoir compartment. Customer continued troubleshooting for leak. Customer removed the black seals from the plunger side causing the insulin to leak out. The reservoir will not be returned for analysis.